Manufacturer narrative:
The mix-up has been confirmed; a box labeled with the ref. 02.12.0005r, lot 156067a, (gmk-sphere femoral component sphere cemented size 5 r) was found to include ref. 02.12.0006l, lot 157067a (gmk-sphere femoral component sphere cemented size 6 l) and vice versa. The letters "a" is present at the end of the lot numbers because they are assigned in the re-sterilization processing of the lots, as per the medacta international internal procedures. Both lots involved in the action are composed of 1 device each. The item labeled ref. 02.12.0006, lot 157067a has been located and quarantined. It was not in a hospital but in the medacta australia melbourne warehouse. Batch reviews performed on 28 march 2022 lot 156067a: (B)(4) item manufactured and released on 27-apr-2021. Expiration date: 2026-04-06. No anomalies found related to the problem. Lot 157067a: (B)(4) item manufactured and released on 27-apr-2021. Expiration date: 2026-04-06. No anomalies found related to the problem. Action has been taken within CAPA 006-21 to implement more precise process controls to prevent any potential recurrence of this issue. The verification of effectiveness requirements of the CAPA process will thoroughly evaluate and confirm the adequacy of the actions taken prior to CAPA closure.

Event description:
During a knee replacement surgery, a gmk sphere femoral component implant box size 5r was opened. The component was inserted with cement upon which the surgeon noticed a discrepancy between the trial and the definite implant, and then discovered that it was a left femoral component. The gmk sphere femoral component had to be removed, the cement was scraped away to check the size label inside the component. Instead of a 5r as per the label on the box and inside the package, it was a 6l. Because there was no back-up set available, another 5r had to be brought to the hospital from the south australian warehouse. The surgery got delayed by at least 40min, but was then successfully completed.